Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(6).

Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his right eye (od) on (B)(6) 2012. The patient reported a retinal tear on (B)(6) 2013 and the event was resolved with laser retinopexy. The surgeon reported the event was not related to the device and the patient's prognosis is excellent. The patient's post-op visual acuity was 20/30. The lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly laser retinopexy was performed to address retinal tear that had occurred eight months after the icl implantation. According to the surgeon this acute onset was not associated with the device. After the procedure, the issue resolved and the patient prognosis was excellent. Lens remains implanted. It should be noted that there has been no definite proof of a causal link between icl procedures and vitreortetinal complications. The rarity of vitreoretinal events after icl implantation makes it difficult to examine the exact incidence and risk factors of vitreoretinal complications. However, it is well known that myopia is predisposing factor for vitreoretinal complications regardless of any surgical procedure. The vitreous undergoes syneresis between 40 and 60 years of age and occurs earlier in myopic eyes, and a syneretic vitreous is a prerequisite for the occurrence of posterior vitreous detachment (pvd) and subsequent retinal breaks and retinal detachment. (Ref: morita h, et all "a clinical study of the development of posterior vitreous detachment (pvd) in high myopia" retina ,1995;15(2):117-24.) The number of publications on vitreoretinal complications have not risen proportionately to the increase in the total number of icls performed worldwide. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).